Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue. The root cause was a defective cooling system compressor due to gas leak and water entering the refrigeration cycle. The device will be scrapped. If any additional information is received, a follow up report will be submitted.

Event description:
Livanova received report that a heater/cooler system 3t wa not cooling properly during service. There was no report of patient injury.